Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -4.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.